Event description:
It was reported that versacross rf wire was selected for use. It was mentioned that when the device was pulled out and tried to insert into the sheath using the inserter, the physician observed that the distal tip part got lifted. It appeared that insertion into the sheath was possible, but the effect was considered when it was inserted within the left atrium and it appeared to be peeling or lifting, so the device was replaced. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.